Event description:
The patient was replaced due to high impedance. The devices were discarded. No additional or relevant information has been received to date.

Event description:
The patient was scheduled for lead revision. Information was received from the physician that the patient was having their lead replaced due to high impedance. They had high impedance last year, but when the x-rays were taken, no fractures were observed. The high impedance was first seen in (B)(6) 2018. The x-rays have not been sent to livanova for analysis. Programming history was attempted to be reviewed, however none was available. No relevant surgical intervention has occurred to date. No additional or relevant information has been received.